Event description:
It was reported that there was high impedance and possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).